Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her son experienced high blood glucose level of 600 mg/dl as well as insulin pump had blank display. The blood glucose level was 90 mg/dl at the time of call. Customer was assisted with troubleshoot and display did not return. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Insulin pump had pump error alarm. Customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, active current measurement and selftest. No belt clip received with unit. No blank display anomalies, pump error 35 alarms or no insulin alerts noted during testing. An unexpected pump error 19 alarm while monitoring, a pump error 63 alarm while monitoring, unit failed force sensor test and high sleep current measurement due to corrosion on all electronic assemblies. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with moisture damage on force sensor assembly and corrosion on motor home switch.